Manufacturer narrative:
(B)(4). Date sent: 4/23/2025. D4: batch # unk. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an endopath*5mm curved scissors with the tip exposed, its tip protector was pierced. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. The manufacturing records could not be reviewed as the batch number is unknown.

Event description:
It was reported that during an unknown procedure, the scissor tip went through the plastic tip protector and then through the drape in their davinci pack. There was no patient consequence reported.